Event description:
It was reported that during a reconstructive procedure, it was noticed that the twinfix anchor from a previous joint surgery had migrated or been improperly placed. The anchor has very badly damaged the joint, erasing half of the cartilage surface of the joint head. It could not be removed endoscopically due to lack of suitable instruments.

Manufacturer narrative:
H10: internal complaint reference (B)(4) h3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H2. Additional information in a2, b5. B6, b7. H11: corrected information in h6 (health effect - clinical & impact codes).

Event description:
It was reported that on (B)(6) 2021, a suturing labrum repair surgery was performed to treat a rupture on the left labrum, during surgery a titanium twinfix anchor was placed. After surgery, during rehabilitation the patient experienced significant joint pain, cracking, and grinding. Despite multiple x-rays, its condition worsened. On sep-2023, a sports rehabilitation specialist recommended another MRI which did not reveal any critical issues. On dec-2023, the patient consulted the original doctor who identified serious complications and acknowledged the need of revision surgery. Unfortunately, the hospital lacked the specialized instrument required for its operation and promised to consider alternative solutions. The patient continued with physiotherapy with no improvements. The patient started to have issues with its cervical spine and blood pressure, and its arm started to hurt. On feb-2024, the surgeon no longer considered surgery for the patient, who voluntary paid for the expensive instrumentation in a desperate attempt to remove the anchor. On (B)(6) 2024, the surgeon and medical staff performed the operation attempting to remove all adhesion formed around the joint. During this procedure, they discovered that the titanium anchor was protruding from the glenoid into the joint cavity. The exposed anchor covered almost half of the cartilage surface and, in some places, reached the bone. Unable to remove the anchor, they scheduled another operation for the patient in four months. The patient was informed of the planning of extracting the anchor through an open procedure, and if that did not work, they would drill around it to break it loose, and that there was a higher chance that its condition got even worse. The patient refused and asked for the specialized instrumentation needed or originally used to install the anchor, but medical claimed they hadn't heard of any special tools. They only mentioned an installation tool that comes in the kit, but it wasn't an option under the government program. For a long time, the patient could not find out what type of implant they used because the surgeon didn't specify it in any medical documents. Official inquiries to the hospital¿s chief physician went unanswered, and only after a lengthy process did the prosecutor¿s office manage to obtain this information. On jun-2024, the patient contacted s+n representative who after patient explanation persuaded the hospital¿s surgeons to use the installation kit now provided with no charge. On (B)(6) 2024, the anchor was removed at the same regional hospital. The patient was sent home with expensive treatment including medications and injections which claimed were ineffective. The patient was diagnosed with grade 3 osteoarthritis, severe shoulder joint impairments that will inevitable lead to joint replacement soon.

Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation. A clinical review states the x-ray and MRI images provided appear to support the report of an anchor that may be protruding within the joint space. However, without the patient¿s immediate pre/post implantation imaging for comparison, we are unable to determine whether the anchor selection/ fixation was adequate, or if strenuous activity/trauma, the patient¿s advanced osteoarthritis, or severe joint impairments contributed to reported migration or if the reported migration occurred over time. Although we cannot rule out a procedural variance as a likely contributory factor. Nor could it be concluded that the reported adverse events were related to a mal-performance of the implant or implant failure. The patient impact beyond the reported revision, medication and injections cannot be concluded since the patient claimed they were ineffective. According to the report, the patient¿s grade 3 osteoarthritis, severe shoulder joint impairments inevitably will lead to joint replacement soon. It was also recommended by the surgeon that the patient continue outpatient treatment: individual psychotherapy. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, instruction for use review and risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Based on this investigation, the need for corrective action is not indicated.